Manufacturer narrative:
Follow-up #1 date of submission 10/06/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2016 with the following findings: during investigation, the keypad cover was intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of an unresponsive ok button was not duplicated. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged/punctured. The audio bolus button responded appropriately to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under-responsive. Reportedly, the keypad was thinning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.